Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available.

Manufacturer narrative:
.

Event description:
New information received notes that the death was not related to the procedure, device, study or system.